Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, no patient impact and no adverse consequences reported.